Event description:
Discrepant results when compared to a lab. The reported device result was 1.8 and 2.0 inr. The corresponding lab result reported was 1.0 and 1.88 inr. The patient is not on coumadin therapy. The patient is vitamin k deficient.